Manufacturer narrative:
Correction for h6 component code.

Manufacturer narrative:
The reported event of ¿the device was released unintentionally when transitioning to tethered mode¿ was confirmed. As received, a catheter was returned in one piece with no attached device and trace of blood was noted at the distal cap region. Dimensional analysis found both the aligned and misaligned offset were out of specification. Functional test of the catheter was performed, and when positioning the tether control knob to the misaligned position the release tether wire protrudes past the stationary tether wire; then when positioning the tether control knob to the aligned position the release tether wire retracts past the stationary tether wire; lastly when positioning the tether control knob between the two modes the tether wires align. The cause of the reported event was due to a tether alignment issue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely released from the delivery catheter after fixation. The device remained successfully implanted. There were no patient consequences.